Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was put into sleep mode. Pressed and hold the "graph; sleep mode" icon on the pump for about 2 seconds. Center button was pressed, and a screen appears that says "press key to unlock". Unable to navigate the screen without first pressing the "highlighted key" to unlock button. Pressed the highlighted button and the pump unlocks successfully. No lock feature anomaly noted. Successfully downloaded history files and traces using thump. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 30-sep-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for lock feature anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once, the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced the insulin pump not working. The customer reported, no adverse event. The event involved product(s) mmt-1880. The troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. And was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1880 was requested. And the customer response was, that the device would be returned.